Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes section d-10: returned to manufacturer on: 11/24/2020 section h-3: device returned to manufacturer: yes device evaluation: the complaint lens was received in the original lens case. The original folding carton, patient stickers, patient ID card, and implant notification card were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. The lens was cleaned. Scratched, a bent haptic, and a half broken haptic (half of the haptic material missing) were observed as well, which may have occurred during handling for insertion and cannot be confirmed to be related to manufacturing. Dc-device partially delivered and dc-stuck in cartridge could not be confirmed due to the lens being returned without/outside a cartridge tip. Dc-haptic damaged (bent haptic) was confirmed, however, per the initial report, this issue was observed during handling during insertion, and therefore it cannot be confirmed if this issue is related to handling or manufacturing and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that two (02) additional investigation request (ir) for this production order number has been received. 1st complaint issue is a low risk and no investigation was required; the complaint issue was not confirmed. 2nd complaint issue haptic damaged and improperly loaded is not related to this complaint. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted: not applicable, as the intraocular lens was inserted and removed in the initial surgery. If explanted: not applicable, as the intraocular lens was inserted and removed in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported while attempting to insert intraocular lens (iol) in the patient¿s ocular dexter (right eye) the lens became stuck in the cartridge. The incision was enlarged to remove the damaged lens. Iol was replaced with back-up lens with same model and diopter size. However, the replacement lens haptic was damaged again. Through follow-up, additional information was received confirming no unplanned suture(s) and no unplanned vitrectomy. Lens with a different model and diopter size was used to complete the procedure. No further information was provided. This MDR report captures 1st suspect lens. 2nd suspect lens is captured in another report by vmsr.